Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable thyroid results for two samples from one patient from a cobas 6000 e 601 module. The serial number was requested but was not provided. The samples were submitted for investigation and was tested on cobas 8000 e 602 module and a centaur analyzer. Of the data provided, only the results for elecsys ft3 iii and elecsys ft4 ii assay were discrepant. The erroneous results were reported outside of the laboratory. The physician did not think the results matched the clinical situation. There was no allegation of an adverse event. The investigation was unable to find a definitive root cause. As the provided calibration and qc data was acceptable, a general reagent issue was not suspected. The medwatchs involved in this event include (B)(6).